Event description:
Reporter alleged blood glucose measured 183 mg/dl performed between 5-10 minutes back to back with a result of 92 mg/dl. It was reported results were erratic and customer self treated by walking, taking normal insulin, and eating however had erratic symptoms as well. No medical treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.